Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also noted that the mode switch terminated prior to the episode where the implantable pulse generator (ipg) went back into tracking mode. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).